Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension set disconnected from the patient line of a homechoice (hc) cassette. This occurred during dwell four of five of automated peritoneal dialysis (pd) therapy. No leak was observed. Renal therapy services (rts) helped the patient in clearing the alarm and getting the cassette out of the hc device. The patient would finish pd therapy with manual bags. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.